Event description:
The user facility reported a patient was escalated from an impella cp to an impella 5.5 with smartassist. The pink-red urine cleared with impella 5.5 escalation. An episode of sustained ventricular tachycardia occurred requiring reintubation and pressors were restarted. Extracorporeal membrane oxygenation had to be added. The patient ultimately expressed that he did not want to go through with the transplant anymore and chose to have care withdrawn. The patient ultimately expired. This is one of two related reports. This report represents the impella 5.5 another report was submitted to represent the impella cp. Refer to section h10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review: medical safety/clinical reviewed the event: a 59-year-old male with a medical history of coronary artery disease, prior coronary artery bypass grafting, mitral regurgitation, hyperlipidemia, and hypertension was brought to the cardiac catheterization laboratory for mechanical circulatory support. The patient was initially supported with an impella cp. During impella cp support, red-colored urine (hematuria) was observed, and the patient required vasopressor support. The patient was considered a potential candidate for advanced heart failure therapies. A decision was made to escalate support to an impella 5.5 to allow continued evaluation. Following escalation to the impella 5.5, the hematuria resolved. Two days after initiation of impella 5.5 support, the patient experienced an episode of sustained ventricular tachycardia, requiring reintubation and reinitiation of vasopressor therapy. Due to ongoing hemodynamic instability, extracorporeal membrane oxygenation (ECMO) was initiated. Subsequently, the patient expressed a desire not to pursue heart transplantation or further advanced therapies and elected to withdraw care. The patient subsequently expired. This event story include two product complaints. This event story include two product complaints. Impella cp - MDR 1220648-2025-47734: serious injury. Impella 5.5 - MDR 1220648-2025-48295: death.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.